Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the nail adapter and the nut to be the subject products. No further associated products were reported. During investigation no material, design or manufacturing related issues were found. Review of the manufacturing records revealed no discrepancies. The items returned were documented as faultless prior to distribution. As the devices had been in use for a longer time (manufactured in 2011) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. The event description states that ¿the nut for the targeting device got cross threaded on the nail holding adaptor¿, which could be confirmed. Upon receipt the threaded tip of the nail adapter was found being significantly deformed. The thread windings of the nail adapter as well as of the nut are significantly deformed and damaged. Material is displaced and partly separated. The extent and the appearance of the damage indicate that the event is related to an intra-operative damage caused by cross-threading the nut into the nail adapter (under significant malalignment) and most likely generated due to strong forces due to hammering onto the devices. In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to misuse by the user. No non-conformity was identified.

Event description:
It was reported that the nut for the targeting device was cross threaded on the nail holding adaptor and can not be removed. Surgeon found out during surgery that patient had infection so surgeon decided to cancel the surgery. Rep clarified that, nothing was put into the patient. A culture was taken intra operatively to check if there was an infection. The pathology report confirmed that there was so the surgeon decided not to proceed with putting in the nail. This was for a primary nailing case.

Event description:
It was reported that the nut for the targeting device was cross threaded on the nail holding adaptor and can not be removed. Surgeon found out during surgery that patient had infection so surgeon decided to cancel the surgery. Rep clarified that, nothing was put into the patient. A culture was taken intra operatively to check if there was an infection. The pathology report confirmed that there was so the surgeon decided not to proceed with putting in the nail. This was for a primary nailing case.